Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual inspection, it was noted that the device had collapsed in on one end of the protector. The most likely cause of the failure is use error due to excessive force on the device.

Event description:
On 03/28/2022, it was reported by a sales representative via email that an ar-9216-4 drill glove protector collapsed during drilling. This was discovered during a procedure on 3/23/2022. Additional information received 3/28/2022: this was discovered during an eclipse tsa. The drill glove protector, during drilling, was pushed in and warped on one side. Nothing broke inside the patient.